Manufacturer narrative:
The cea reagent lot number was 79121601, with an expiration date of 30-sep-2025. The psa reagent lot number was 79646901, with an expiration date of 31-oct-2025. Quality controls were within range and no data alarms were observed. The field service engineer determined the mixer was deformed and replaced it. The mixer speed was adjusted. The customer performed qc with acceptable results. The investigation determined the event was due to component failure (spare part replacement). The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys cea and a third sample tested with elecsys total psa on a cobas e 411 analyzer (rack system). No questionable results were reported outside of the laboratory. The first sample initially resulted in a cea value of < 0.2 ng/ml and repeated with a value of 21.6 ng/ml. The second sample initially resulted in a cea value of < 0.02 ng/ml on (B)(6) 2025 and it repeated with a value of 3.2 ng/ml. The third sample initially resulted in a psa value of 0.02 ng/ml on (B)(6) 2025 and it repeated with a value of 5.47 ng/ml. The repeat values were considered correct based on the clinical symptoms of the patients.